Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) was unable to access the endoscopy room, so the work was postponed. Later, the fse found via hardware test application (hta) that the drawer latch, when commanded to open, would post an error. The fse replaced the drawer controller and pcb, then re snugged and cleaned all the sensors. The system was able to pass the tests afterward. The system functioned as intended after the field service engineer repaired the device.